Event description:
It was reported by service report that the power cord is cut and looks like cord was cut by sharp edges on bed cord retention bracket. No pt involvement or adverse consequences are reported.